Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation with a ngen rf generator, world wide configuration and the patient experienced case cancellation due to product issue that required prolonged hospitalization. It's been said when they switch to qmode + they had error 2 "pedal stuck console". They then tried to change the connection while restarting the psu (power supply unit) and generator but still had the same issue. Their local field service engineer told them they had a console malfunction and had to replace it. The medical team decided to stop the procedure due to this issue after the electrophysiologic exam. Case was cancelled with no patient consequences. However, the patient required extended hospitalization as the patient was waiting four days for a repeat procedure using either the same or a different electroanatomical system other than carto3. The patient was at the beginning of the procedure, awaiting electrode insertion after a transseptal puncture. Only local anesthesia was administered for femoral vein puncture. From puncture to the completion of the electrophysiology study and procedure cancellation, a full hour elapsed. It was reported that the "pedal stuck - console" issue is not related to a mechanical failure of the foot pedal but rather a console error." When the ngen monitor displayed the error, ablation was impossible. The carto system on the cart with ngen was positioned on the opposite side of the table from the angiograph. No other systems were present in the room besides the operating table, angiograph, ep (electrophysiology) system, and carto. The distance between the system and generator and the detector and lamp was approximately 3 meters.

Manufacturer narrative:
Per FDA request, MDR submissions for the ngen rf generator are to be reported with PMA details of the catheter used along with the ngen rf generator. However, the catheter used in this case is currently unknown, therefore no PMA details are available. Follow-up was performed and no additional information was provided. Therefore, this file is processed with the ablation catheter information of the smart touch sf. The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 21-may-2025, the product investigation was completed. It was reported that a patient underwent a ventricular tachycardia (vt) ablation with a ngen rf generator, worldwide configuration and the patient experienced case cancellation due to product issue that required prolonged hospitalization. It's been said when they switch to qmode + they had error 2 "pedal stuck console". They then tried to change the connection while restarting the psu (power supply unit) and generator but still had the same issue. Their local field service engineer told them they had a console malfunction and had to replace it. The medical team decided to stop the procedure due to this issue after the electrophysiologic exam. Device evaluation details: technical services performed a remote evaluation of the device. The work order service report was sent to johnson & johnson medtech for evaluation. An investigation was conducted to verify if there was any order for a replacement, but none was found. The console was replaced to solve the problem. No further evaluation details were obtained, but the issue reported was confirmed. A device history record evaluation was performed for the finished device number 23140545fg, and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).